Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with his sensor. Customer reported differences between his sensor glucose and blood glucose. The customer stated his sensor glucose was 203 mg/dl and blood glucose was 124 mg/dl. The customer's blood glucose was 129 mg/dl. At the time of the call. He also stated he reset his sensor and recalibrated, but was receiving a calibration error after. Troubleshooting did not find any issues with the sensors or transmitter. No additional information provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.